Manufacturer narrative:
H3/h6: the suspected device was returned for evolution. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. And the reported issue was not confirmed. Although, during the investigation, latch lock sensor was found to be defective. As a result, the latch lock sensor was replaced. The device passed all functional testing after repair

Event description:
The customer was stated that the dso seal is out of service. There was no reported patient involvement. Evaluation of the returned device identified that the latch lock sensor was defective. This could cause interruption of therapy during use.